Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display. There was contamination found under the contrast button contact. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/28/2013.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: evaluation revealed that the keypad cover was intact with no peeling or damage observed. All of the keypad buttons responded appropriately. The keypad was removed and contamination was found under contrast button. Evaluation revealed that the display screen was dim and discolored. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.